Event description:
It was reported that it was reported that there was a fire due to possible malfunction of the device.

Manufacturer narrative:
It was reported that there was a fire due to possible malfunction of the device reporter stated "it was determined that this fire likely originated at the heating pad that was in use in the master bedroom. No defect with the building services was identified. The electrical failure of the power cord was likely a result of the fire. This fire was likely caused by a failure of the heating pad, causing the heating pad to overheat, igniting the pad, and other nearby combustibles." Device was not returned for evaluation. The root cause could not be established. If more information becomes available additional reporting on this event will be provided as a supplemental report to this document.